Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stebt graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Anerysm and vessel morphology are unknown. It was reported that the pt did well untill recently and developed numbness and pain in the left leg. Exploration of the common femoral, superficial femoral and profunda femoris arteries revealed there was significant scaring from the previous stent grafting procedure and there was thrombus present in the common femoral artery which was removed physically. The iliac artery was partially thrombectomized. During the procedure it was noted there was approx a 2 cm common femoral artery aneurysm, which required to be repaired prior to completion of a femoral-femoral artery bypass. The bypass was successfully performed. No clinical sequelae were reported and the pt was sent to the recovery room in stable condition.